Event description:
A vaxcel mini port was being placed for therapeutic purposes. During catheter insertion, the wing on one side of the peel-away sheath broke off. The physician used a hemostat tool to work with the remainder of the sheath to be able to finish placement.